Manufacturer narrative:
The reported event of noise and insulation damage were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. X-ray examination of the lead did not find any indication of conductor fractures. Electrical testing found an internal short between the inner coil and outer coil conductor paths. Examined the condition of the inner insulation and no anomalies were noted except for procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. A remote alert was received for noise reversion and magnet mode. The patient later presented for a follow-up visit at the clinic. Isometric exercise was performed and revealed that the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead exhibited noise oversensing, which resulted in pacing inhibition. The noise was reproducible with isometric exercise. Evaluation suggested there was an insulation breach in both the ra and rv leads. The pacemaker, ra lead, and rv lead were explanted and replaced. The patient was in stable condition.